Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding a patient having discectomy, decompression, spinal fusion, and pedicle screw fixation (miss tlip) therapy for herniated discs at l4, l5, and s1 with nerve compression. It was reported that, during a procedure involving the set screw, the surgeon followed the correct protocol; however, two set screws were found to have stripped threads. The set screws were never implanted. There was no patient symptom reported. There were no further complications reported regarding the event.